Manufacturer narrative:
Additional info: on march 31, 2016, additional information was provided. The reported refractive error was due to the wrong lens power of the implanted lens. Date of birth: (B)(6) 1953. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The lens was returned to the manufacture for evaluation. Visual inspection with the unaided eye shows the lens was cut in half, most likely to make the explant available. Due to the condition of the returned lens, further analysis was not possible. There were no non-conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power and resulting contrast. A search of the complaint history revealed that no other complaints for this order number were received to date. The complaint could not be confirmed. The directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use the intraocular lens. The dfu contains a specific section on lens power calculations and precaution with respect to refraction measurements. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zct150, from the left eye of a male patient was performed because the patient experienced a residual refractive error. There were no complications, no injury or no additional procedures. Another lens, model zct225, was implanted. No further information was provided.